Manufacturer narrative:
Article citation: marcasciano, marco, et al. "Just pulse it!" Introduction of a conservative implant salvage protocol to manage infection in pre-pectoral breast reconstruction: case series and literature review. Journal of plastic, reconstructive & aesthetic surgery. November 15, 2021; 3:28. The event of infection ( unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Literature article "'just pulse it!' Introduction of a conservative implant salvage protocol to manage infection in pre-pectoral breast reconstruction: case series and literature review" reports patients diagnosed with implant infection following oncological mastectomy and two-stage heterologous pre-pectoral breast reconstruction underwent the same protocol, consisting in tissue expander removal and conservative surgical revision supplemented by an antibiotate pulse lavage of the pocket surface. All patients achieved a successful infection resolution with immediate prosthesis replacement switching the temporary expander to definitive implant. No additional surgical revision was registered during follow-up. Affected sides are both left and right. The devices have been explanted. The manufacturer of the devices included allergan and non-allergan, unknown per patient.